Event description:
It was reported that at an implant today a manufacturing representative interrogated a new 97714 implantable neurostimulator (ins). It first displayed the 100% full message and then after clicking ok it displayed ¿invalid settings have been detected. All settings must be clears 0.0¿ the implant bit had not been set and was a new in-the-box ins. A different ins was implanted. The ins message was discovered in pre-op. The ins would be sent back for analysis. No patient or doctor was involved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).